Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 53 mg/dl. The customer was treated with coffee. Customer declined to troubleshoot for low blood glucose or sensor error alarm. The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer was advised that the error table indicates the pump should be replaced. Customer was advised the pump will need to be replaced.

Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electrical component on the radio frequency board. Unable to communicate to blood glucose meter and lost sensor alarm due to faulty electrical component on the radio frequency board. The insulin pump passed displacement test, operating currents, off no power, a21error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner.